Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -15.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. Intraoperatively, the lens was removed. On (B)(6) 2018 an alternate lens was successfully implanted. The problem was resolved.